Manufacturer narrative:
A supplemental report will be submitted should info be received that would impact this initial report.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a "battery error" message occurred. The device was snot changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.